Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased one day after implantation of transvenous pacing system. It was also reported that it was unclear if the transvenous pacing system was the cause of death.